Event description:
It was reported that ¿while conducting inventory, hook forceps were found to be broken. Metal clips are broken.¿

Manufacturer narrative:
Method: complaint history analysis, DHR review, risk assessment, visual inspection. Results: there have been (B)(4) complaints on this part number related to spring breakage. The DHR was reviewed and there were no discrepancies noted related to event reported. When the device was returned it was confirmed that the spring blades were broken. In this case there was no pt involvement and no serious consequences. If this event were to occur during surgery, the instrument is still useable, but the instrument would be more challenging to handle. Conclusion: the broken spring was most likely the result of wear overtime as this device was in service for more than five years.